Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2: portugal h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was in elective replacement indicator (eri). Battery voltage 2.26v displayed on the clinician programmer. The clinical team wanted to know if the ins needs to be replaced this month, which they hadn't planned.  The mdt data showed electrodes 8-15 had impedances of >10,000 ohms. Additional information was received reporting the cause of the >10,000 ohms was unknown. Eri was considered as normal, and the ins will be replaced. It was unknown if any actions will be taken to resolve the >10,000 ohms.

Event description:
Additional information was received. It was reported that to resolve the >10,000 ohms, there is a replacement surgery programmed for (B)(6). In the surgery the physician will decide what to do with the electrode, they haven¿t decided yet.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: (B)(6) 2010 explanted: product type lead h11: implant date of lead is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the revision was on (B)(6) 2024. The lead remained in the patient. The clinical team decided not to extract the lead with an impedance of 10,000 ohms because they didn't want to open the spinal incision, fearing the risk of infection. They therefore preferred to replace only the ins (knowing that even with the 10,000 ohms impedance electrode, the patient remains compatible with magnetic resonance imaging). The 10,000 ohms was not resolved, but the second lead implanted (that has normal impedance values) has pain benefit (it covers the entire pain area), so the clinical team considers that the patient is clinically well and with therapeutic benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep clarifying that no leads were implanted on (B)(6) 2024, the patient already had two leads implanted.